Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, a balloon aortic valvuloplasty (bav) was performed and confirmed the patient still had their normal rhythm. The valve went in, but they had to recapture and reposition 2 times before the valve was released and implanted. The final implant depth was 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). At that time, the patient went in to complete heart block and a temporary pacemaker was placed over night. Later, it was reported that the patient required a permanent pacemaker. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. However, this cannot be confirmed. The reported surgery was the result of case-specific circumstances, as a permanent pacemaker was implanted.